Event description:
It was reported that during first, second, and third fitting the patient could only perceive sounds like 'zi zi' or 'tu tu' at only 3 electrode channels. The patient also suffers from facial nerve stimulation, therefore 9 electrode channels were switched off. Testing carried out on (B)(6) 2012, shows that the device is functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.